Event description:
Helix remains in right atrium.

Manufacturer narrative:
Final analysis found the device to exhibit back-up mode due to multiple bits being flipped. The device was at eol, due to normal battery depletion. After replacing the battery, the device functioned normally.